Event description:
It was reported that the cardiac compass trends, longevity, and lead impedances from the implantable cardioverter defibrillator (ICD) all showed "data invalid". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead, implanted: 2013-(B)(6), 419688 lead, implanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. Cardiac compass identified with a pattern of invalid data.